Event description:
It was reported that the patient activator (pa) became extremely hot in the area of the batteries, and that one of the batteries appeared to be destroyed. The pa was replaced and will be returned. There was no patient involvement. (B)(6) 2015, 12:57:46: it was further reported that the patient activator has been returned.

Manufacturer narrative:
Product event summary: analysis found printed circuit board assembly corrosion and the device failed functional testing. There was also contamination and corrosion in the battery compartment.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).